Event description:
Literature was reviewed regarding decisional regret following corrective adult spinal deformity surgery.  Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: recombinant human bone morphogenetic protein-2 among rhbmp2 and rods,patients adverse events included: neurologic, dural tear,ssi requiring surgical irrigation and debridement,superficial wound issue not requiring surgery,revision surgery. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
B3: please note that this date is based off of the date of publication of article as the event dates were not provided in the published article. D4: product identifiers are unknown. D section 6a: implant date unknown. G4 PMA / 510(k) #unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Decisional regret following corrective adult spinal deformity surgery: a single institution study of incidence and risk factors jerry y. Du · francis c. Lovecchio,gregory kazarian,john clohisy ,anthony pajak,austin kaidi, rachel knopp, izzet akosman, mitchell johnson, hiroyuki nakarai, alexander dash, justin t. Samuel ,matthew e. Cunningham,han jo kim spine deformity (2024) 12:775¿783 https://doi.org/10.1007/s43390-023-00790-y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.